Manufacturer narrative:
This ra lead was removed from the patient's device system and surgically abandoned. If new information becomes available, this report will be re-opened and re-evaluated. Until such time, the investigation is considered closed.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead was determined to be fractured during the normal device change out and device system upgrade. There were no reported adverse patient symptoms associated with this clinical observation.